Event description:
It was reported that the patient's knee was revised due to pain.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Original and revision surgical notes were not provided. Additional information such as x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Manufacturing documentation was reviewed by the vendor for the bone cement lot and indicates that the bone cement lot was manufactured, inspected, and packaged to specification. Review of the device history records for other devices was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications.